Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had power error detected alarm. Customer cannot recall blood glucose at the time of incident. Troubleshooting was performed. Customer called back and the issue reoccurred. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 found in history file due to connector resistance issue.